Manufacturer narrative:
The consumer's complaint could not be confirmed. The consumer did not return the glucose meter or the test strips in question. Although the consumer did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Manufacturer narrative:
Reported test strip lot # 102015119 is not a valid lot number based on the information provided. The lot number is consistent with the identified lot number. Test strip lot # 1020515119 expiration date: 4/30/2017. The mw reporter did not provide any information regarding the meter, strips and did not provide any further information regarding the reported event. Not yet returned to manufacturer.

Event description:
Information received by mail on november 23, 2015 that a pharmacist reported to the FDA, report # mw5057720. "Patient came to clinic stating that her nova max plus meter has been giving readings above 300 mg/dl. Patient states that her blood sugars are never that high. Blood sugar machine was tested in the clinic and compared with unit glucometer; patients nova max plus reading in clinic: 504. Clinic1 glucometer: 95, clinic 2 glucometer: 104. Nova max glucometer was given to pharmacy who will report and send machine to manufacture. Serial number: (B)(4). Test strips lot # 102015119. (B) 2017."